Manufacturer narrative:
The lens remains implanted to date. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). Device evaluation: the device was not returned at the manufacturing site (the lens remains implanted); therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no similar complaints were received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting the tecnis symfony intraocular lenses (iol) in both eyes of a male patient in (B)(6) 2018, there was no problem with visual acuity after the surgery. However, on (B)(6) 2019, the patient's visual acuity decreased, the lines appeared to have doubled and the signals appeared to be blurry. Reportedly, the glasses were adjusted but the symptoms did not improve. Niflan ophthalmic solution and hyalein were prescribed because the patient's eyes were tired. It was noted that there is no abnormality that would cause/explain the patient's experience of double vision and no abnormalities were observed on MRI. The doctor has not decided on the next plan of action; however, the patient is under observation. No additional information was provided. This MDR report pertains to the patient's right eye (od). A separated report is being submitted for the patient's left eye (os).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.